Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection noted: the trocars, cannulas and duckbill seals appeared intact. The circular seals were cut on two of the devices. A functional evaluation found that the devices passed an air leak test. The cannula tips were checked with a .233 pin gauge and were in spec. An ethicon ligamax and a stryker strykeflow ii were used to test for resistance by inserting and removing into the cannula. No resistance was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nissen, the seal of the trocar was damaged. Air or gas was leaking from the valve. The surgeon continued with case despite the issue. There was no patient injury.